Event description:
It was reported that, "surgeon had an issue passing the lag screw step drill over the k-wire."

Manufacturer narrative:
Device was discarded by the hospital. No evaluation will be performed. If additional information is received, it will be reported on a supplemental report.